Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. However, the insulin pump had moisture damage at the keypad traces, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 162 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.